Event description:
In 2008, the patient reported that, while removing the insulin cartridge from her infusion device, the plunger remained attached to the piston rod in the cartridge chamber. The patient stated she has an elevated blood glucose reading of 386 mg/dl with her normal range being around 120 mg/dl. Symptoms are extreme fatigue, dry mouth, and moodiness. She said she treated her reading by injecting 15 units of insulin. During troubleshooting with a company representative, the plunger was detached from the piston rod. Proper removal of the insulin cartridge from the chamber was reviewed with the patient. The patient stated she is changing her infusion headsets every 3 days. She was advised her headset should be changed every 2 days. A complimentary guide to infusion site management was sent to the patient. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.